Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. Upon removal it was noted that the stent had "slipped" on the balloon. No pt injuries or complications were reported.